Event description:
It was reported that the bipolar impedance of the right ventricular lead abruptly increased and there was no bipolar capture. X-ray was negative for fracture. The lead was changed to unipolar and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.